Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard a right ventricular (rv) lead alert for high pace/sense impedance measurements. The rv lead also exhibited high thresholds a few days after the alert. The lead remains in use. No patient complications have been reported as a result of this event.